Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with a sparc self-fixating sling mesh system on (B)(6) 2009 to treat stress urinary incontinence. Plaintiff¿s attorney alleged plaintiff experienced injuries, including, but not limited to, urinary problems and worsening of her incontinence. Plaintiff¿s attorney also alleged plaintiff suffered debilitating injuries, including, pain, discomfort, mental anguish, and permanent injuries.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.